Manufacturer narrative:
Additional manufacturer narative: internal blood leaks can occur due to damage to the hollow fibers. No further info is expected for this specific event and the case is considered closed.

Event description:
It was found membrane broken during the first use, 3 minutes after patient connection. Blood flow rate 100 ml/min. Tmp:35 mmhg. No blood loss for the patient. No medical intervention required.